Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that both the mechanical overpressure valve (mopv) and the drive gas check valve (dgcv) were stuck closed. The mopv and the dgcv were cleaned, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and was not able to deliver set tidal volume during pre-use checkout. There was no report of patient involvement.